Event description:
Customer's husband reported the aviva system gave a blood glucose result of 615 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer did not treat based on the advantage result; called emt's. Emt meter result, less than 10 minutes later, was 37 mg/dl, customer was treated, transported to hospital. A request was made for the return of the system and a replacement was sent.